Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device reported a false pvc alarm coincident with a false atrial flutter during a 12 lead ECG measurement. The healthcare professional confirmed that the patient had a normal sinus rhythm at the time of the failure. The customer requested that the device be returned for bench repair. The device was being used to measure a 12 lead ECG reading at the time of the alleged failure. There was no reported adverse event to the patient or user as a result of the failure. It was noted that following the false alarm, the user cycled the power on the device and the unit proceeded to display the expected normal sinus rhythm.